Event description:
A malfunction alarm was reported, designated as malfunction code 0 with fault ID 0x20e2. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.